Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of the UDI in manufacturing on [2015-10-18].

Event description:
It was reported that the anesthesia system generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported failure was not reproduced, and the system passed several system checkouts. The evaluation of the logs for the date of event showed a technical error code indicating safety valve open and that the pressure transducer test failed indicating an issue with the inspiratory pressure transducer pcb. The inspiratory pressure transducer pcb was replaced based on the logs. The pcb was returned for investigation. The investigation of the returned inspiratory pressure transducer pcb found no visual deviations on the pcb. The pcb was mounted in a test system for simulated use testing. The system checkout was successfully performed and test in ventilation mode for six days could not reproduce any fault. The reported failure was not reproduced. The evaluation of the received system device logs shows that the system checkout performed prior to treatment start was successful. The system checkout performed after the treatment had been ended, failed in the pressure transducer test due to zero pressure offset for the inspiratory pressure transducer pcb had drifted outside defined intervals. The measured zero-pressure offset was zero (0) volt. The pressure transducer pcb has a factory calibrated pressure transducer offset value that normally is around 2 volt. During system checkout this offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The log also confirm the reported technical error code indicating an open safety valve. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the findings in the log, is that the reported failure was caused by the replaced inspiratory pressure transducer pcb.

Event description:
Manufacturer's reference #: (B)(4).